Event description:
The pump did not alarm for air found during routine preventative maintenance check-out. The biomed noted he injected a .05-.1 ml air bublle and the pump would not alarm at all. There was no pt involvement and no adverse outcome resulted.